Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 98 mg/dl, 154 mg/dl, 253 mg/dl, and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.